Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set. This occurred when disconnecting from the cycler after peritoneal dialysis therapy. The patient line would not disconnect initially. The patient needed something to help them grip onto the connections and was eventually able to disconnect. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.